Manufacturer narrative:
Additional information received noted that the faulty video camera was replaced by the customer and is working fine. The defective video camera insert was disposed of by the customer and will not be returned for analysis.

Event description:
It was reported during preparation of prostate procedure; the video camera insert had cloud on it and was not usable. The procedure was cancelled due to this issue reported. Patient outcome: "none" reported. No injury to patient was reported.